Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part # 338.31 synthes lot # ft00518 supplier lot # ft00518 release to warehouse date: 10 aug 2017 supplier: (B)(4). No non conformance reports were generated during production. It was reported that on december 24, 2022, the tip to dhs coupling screw (338.31) was discovered as broken during the procedure. Procedure was still completed without interruption. The procedure was completed successfully with no surgical delay. There were no fragments generated. There was no patient outcomes/consequences reported. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the dhs/dcs coupling screw was found the tip broken. The broken fragment was not returned. No other defect was found. A dimensional inspection for the dhs/dcs coupling screw was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the dhs/dcs coupling screw would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: the following drawings reflecting the current and manufactured revisions were reviewed: smw_ rev. F (current) / rev. E (manufactured) dimensional inspection: n/a. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate .

Event description:
It was reported that on december 24, 2022, the tip to dhs coupling screw was discovered as broken during the procedure. Procedure was still completed without interruption. The procedure was completed successfully with no surgical delay. There were no fragments generated. There was no patient outcomes/consequences reported. This report is for one (1) dhs/dcs coupling screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Initial reporter occupation: reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.